Event description:
It has been reported to philips that the system would not boot past 00:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the flexvision pc not booting.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that ¿flexvision pc was not booting up¿ fse tried to boot the system, flexvision pc did not boot up but after pressing power switch on the front of the pc it booted up. Upon investigation, fse confirmed the issue happened due to worn bios battery. No further information regarding the issue has been provided. Fse suggested to replace flexvision pc. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.